Event description:
Boston scientific received information that this patient's home monitoring system detected that the device had been programmed to tachy therapy off at some point. Attempts to determine why have been made and no information is available at this time. The patient previously was seen in clinic and the health care professional (hcp) was questioning why the electrogram (egm) didn't always show the atrial events. Boston scientific technical services (ts) was consulted at that time and suggested some programming changes to alleviate the issue. It is unknown if any programming changes were made. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.